Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, a patient experienced a refractive surprise. Additional information received reports the surgeon was unable to remove the lens, therefore performed a piggyback procedure.